Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer stated that his blood glucose was in the 30's mg/dl at work. The customer treated with orange juice. The customer stated that he also had blood glucose of over 400 mg/dl. The customer treated with boluses. The customer declined to troubleshoot for low and high readings. The insulin pump was not returned for analysis.